Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system reported a low shocking impedance and unsuccessful therapy, although later therapies were successful. The pacing impedance was also reported to be low, with no capture at maximum output. The physician stated the lead appears to have dislodged. In addition, it was noted that electrograms were not stored for episodes following the episode with the low shocking impedance.